Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed several replace battery now alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board. Device was monitored and functioned properly. No power error alarm noted in download history file. Device received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected first time. The patient¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.